Event description:
In 2009, the pt reported that, for the last 4 months, she has had elevated blood glucose readings up to 560 mg/dl as a result of bent insulin infusion set cannulas. She stated she has had to use 5 different headsets in a 32 hour period due to bent cannula issues. She stated she properly rotates her infusion sites and has been following the guidelines for infusion site care in the guide to infusion site management. She said she has some scar tissue and has lost 16 pounds since last march. She said she has had medical and personal issues. She stated she drank large amounts of water when her readings were elevated and delivered insulin via injection. She said her most current blood glucose reading is 115 mg/dl. The pt was sent a complimentary variety of infusion set types. On follow up with the pt the following month, she said she had tried the samples sent and found one she preferred. She stated her blood glucose has "come down" and "it seems like the insulin with boluses is getting into my body better." The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.